Manufacturer narrative:
(B)(4)all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The returned intraocular lens (iol), model number si30nb was submitted to an independent analytical laboratory for analysis. The iol was rinsed with water and allowed to dry. After drying, visual examination revealed a white, cloudy film on the optic part of the lens. The energy dispersive x-ray (edx) spectrum revealed that the white cloudy film is primarily a calcium phosphorus deposit. The edx spectrum also showed carbon (c), oxygen (o), silicon (si) and titanium (ti). It was stated that the carbon, oxygen and silicon are related to the [silicone] lens material. A review of the chemical composition used by abbott medical optics in the preparation of silicone intraocular lenses (iols) showed that the ¿calcium, phosphorus, or titanium nitride¿ are not present with the intraocular lens si30nb silicone model during the manufacturing process. A historical complaint review was performed and there was no adverse trend that required further investigation for the complaint type reported with the model. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses and a visual inspection and disposition of intraocular lens haptics. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that an phacoflex ii intraocular lens (iol) was explanted after the optic became cloudy. In follow up it was learned that the iol was implanted in 1998. Three days after it was implanted the patient developed hypopyon with endophthalmitis. The anterior chamber was washed out with sulperazon and diflucan; the patient recovered by (B)(6) 1998. Recently, in (B)(6) 2012 a white substance could be seen behind the optic; patient's visual acuity was 20/20. Patient was seen again on (B)(6) 2014 complaining of hazy vision; visual acuity was 20/20. On (B)(6) 2015 the iol was explanted and a z9002 was implanted during the same procedure. Patient's visual acuity was 20/20.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.